Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g3; h2; h3; h4; h6.   One g7 depth gauge was returned and evaluated. Upon visual inspection, the tip of the device had fractured at one of the measurement tabs. Sem (scanning electron microscope) analysis of the g7 depth gauge sample showed that it fractured due to bending overload. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined as to why the device was bent. The root cause of the device fracture is attributed to the noted stress put device prior to the fracture. It is noted in the product IFU(instructions for use) page 4 'correct handling of instruments is extremely important. Do not modify instruments. Do not notch or bend instruments. Notches, scratches or other damage and/or wear in the instrument occurring during surgery may contribute to breakage. Do not reshape or bend instruments in any way. Do not use an instrument that has become bent from its original shape as this will affect the performance of the instrument. Bent instruments should be disposed of'. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the depth gauge was bent at the tip and busted off. The surgeon noted the bend and stressed it on the back table and it snapped off. All parts were retrieved and this item was not used in the acetabular component. Attempts have been made and additional information on the reported event is unavailable at this time.